Event description:
It was reported that there were two episodes showing intermittent noise on the ventricular channel. The rv lead is a riata lead attached to a boston scientific device. Lead measurements were all in range. Chests x-ray was recommended to see if there was a loose set screw issue.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.